Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert possibly occurred due to high battery impedance condition. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert possibly occurred due to high battery impedance condition. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. Device replacement was recommended. No adverse patient effects were reported.